Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided reset steps, malfunction alarm did not recur after reset, customer was advised to continue using pump and to call back if malfunction code reappeared, and caller acknowledged and understood instructions.